Event description:
It was reported that a light sensitive drug set leaked. This occurred during infusion of parenteral nutrition. The reporter indicated the device leaked from the middle of the pump infusion segment of the tubing. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Photographs have been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the actual device was not received. However, examination of the photograph verified the reported condition; a small hole on the tubing was identified. The cause of the hole was unable to be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.